Event description:
It was reported that the patient's log files were sent for review. Log files contained pump off and driveline disconnect alarms. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.

Manufacturer narrative:
Additional MFR # 2916596-2022-11103. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset and other events which appear to suggest that a controller exchange was performed. Of note, a pump stop would have occurred as a result of this exchange. The submitted system controller log files contain data from what appears to be the patient's backup system controller and showed that the driveline was not connected to the controller until (B)(6) 2022. Data captured in the lvad log files showed that the pump had been operating as intended continuously from (B)(6) 2022 through (B)(6) 2022 when a pump reset event occurred which aligns with the driveline being connected as captured in the system controller event log file. Considering the events captured in all log files, this pump reset event appears to suggest that a controller exchange was performed on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the patient handbook, are both currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. No further information was provided. The manufacturer is closing the file in this event.

Event description:
Related manufacturer reference number: 2916596-2022-11103.